Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had pain at the pocket site. There was no known accident or incident related to the event. The pt was seen and evaluated. The system worked well, but the pt did complain of pocket pain. The pocket was superficial, and the pt felt the battery was closer to the skin. It was later reported that the pt experienced a loss of paresthesia. The system was replaced. The pt recovered without sequela.